Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt intermittently failed a hipot test. The cause for the failure was isolated to the front therapy electrode cable. The cable's hex crimp connector was partially unseated from connector j703 on the distribution node pca. The root cause for the unseated connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The last patient to use this electrode belt reported receiving frequent check therapy electrode messages.